Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm or (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed blisters under the sensor patch. On (B)(6) 2025, at approximately 10:30 am, the patient left work and went to the emergency department (ed) to have the area assessed. In the ed, the attending physician examined the area, gave the patient apap (unspecified mg dosage), and discharged the patient home with a prescription for a course of oral antibiotic medication (bactrim 800/160 mg, two tablets within 24 hours for 10 days). At the time of the report, the blisters were still present ,but the patient was doing well. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.